Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
In this bicep tenodesis case, during insertion, screw bound up the bicep tendon. Tendon began to twist around the screw until the tendon was completely cut. Surgeon completed the rotator cuff repair and tenodisis in an open fashion. He ended up using a suture anchor and tying the tendon down to the bone.additional information from the sales rep was the tunnel size was 8mm and the surgeon did switch to an open procedure to secure the bicep.